Event description:
In 2009, the patient reported that 2 hours ago she had a blood glucose reading of 78 mg/dl. She ate a couple of crackers and went to the store. She felt as if she had elevated blood glucose and when she tested it was 303 mg/dl. Symptoms were thirst and fatigue. She said she treated her reading by injecting 3 units of insulin about 30 minutes ago. She said she then noticed she had a large air bubble in the insulin cartridge and tried unsuccessfully to prime it out. The patient was instructed to remove the cartridge from the device and push the air bubble out, which she successfully did. When she reinserted the cartridge, she noticed 2 more air bubbles and decided to change her insulin cartridge. She stated she uses room temperature insulin to fill her cartridges prior to inserting it. On follow up in the next day, the patient stated she was able to remove the bubbles from the cartridge and her blood glucose has returned to her normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.